Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the perforations were caused by the extra stiff guide wire and the amplatzer catheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, the aortic valve was crossed with a diagnostic catheter amplatzer I and emerald (cordis) guide wire. During the changing of the guide-wire, the amplatzer came out of the ventricle. The aortic valve was crossed again with the same material. An extra stiff (cook) guide-wire was deployed in a hypertrophic left ventricle, through amplatzer catheter. The valve was deployed correctly and then the patient's blood pressure dropped. Blood effused into the pericardium, visible with angiography. CPR (massage) was performed, then drainage with pericardiocentesis. The patient was put on cpb and a sternotomy was performed. A hole was found in the lateral wall of the ventricle and it was closed with two patches. In addition a 5mm cut was discovered below the left apex and it was closed with 2 long patches, sacrificing a marginal branch (coronary artery). The patient began ventricular fibrillation and died. The cause of the death was a double perforation.